Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation papers allege that the patient has difficulty walking, and crossing her legs, pain in her hip and a burning sensation that travels through her hip and thigh. Additionally, she was injured by excessive levels of chromium and cobalt in her blood. Update rec'd 7/6/15 - amended litigation papers received. Original litigation indicated that the patient was implanted with asr; however, amended litigation alleges that the patient was implanted with pinnacle. The products have been updated and follow-ups created. Update 10/23/15-pfs and medical records received. After review of the medical records for MDR reportability, a correct doi was provided. The stem is being added for the alleged high metal ions. No labs provided. Part/lot is being updated. The complaint was updated on:11/9/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.